Event description:
The pt reportedly experienced no sound and no lock with the external equipment and internal device. External equipment was exchanged and programming adjustments were attempted, however, this did not resolve the issue. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear device.